Event description:
The surgery center reported that during use the drill bit became deformed and twisted upon itself. When the drill bit failed it became unstable and drilled a larger pilot hole than was needed causing the screw to not obtain required purchase for the proper construct.

Manufacturer narrative:
Describe event or problem: the surgery center reported that during use the drill bit became deformed and twisted upon itself. When the drill bit failed it became unstable and drilled a larger pilot hole than was needed causing the screw to not obtain required purchase for the proper construct. Deroyal: specifications were reviewed with no issues identified. The report was determined to be a random part defect of torsion failure. The (B)(4) identified the following root causes aiding or causing the failure reported: inappropriate material utilized, surgeon error, and/or variances of the bone density/sclerotic bone.